Manufacturer narrative:
The device associated with this incident was not returned for investigation as it was discarded by the patient.

Event description:
The patient reported that their teladoc scale may have become warm and was subsequently found with a cracked glass surface. The patient stated that a loud noise was heard prior to discovering the damage. The scale had been stored flat and was not in use at the time of the event. No injuries or medical intervention were reported in connection with the incident.